Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. It was reported that the distal end of the was sheath became kinked during the procedure which caused resistance when advancing the wds. The was sheath was used to successfully complete the procedure. There were no patient complications that occurred as a result of this event.